Event description:
It was reported that the patient¿s atrial lead exhibited low pacing impedance and noise. The device was functioning normally. No intervention was performed. The patient was asymptomatic, and no consequences were reported.